Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID 3889-28, lot# va0wb6p, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient developed a hematoma on sacrum 2 days following implant and was admitted to the intensive care unit (ICU). The patient was on anticoagulants and off coumadin prior to procedure. At the time of the report, the patient was still in the ICU as the issue had not resolved but was doing better. Follow up is being conducted to determine cause, diagnostics, and patient outcome.

Event description:
Additional information from the health care professional noted that troubleshooting was done related to the hematoma on the patient's sacrum. Ir (infrared) intervention was noted to have occurred. The cause of the hematoma was determined; the patient was on anticoagulation prior to surgery. The hematoma was resolved.